Event description:
Unsure if this is an ams product. A 60 year old male pt was implanted with a semi-rigid penile prosthesis, date not indicated, to facilitate condom catheter fit and to allow sexual intercourse. He experienced leakage around the condom catheter with penile and groin excoriation. The pt had an indwelling catheter for many yrs. Subsequently, he suffered bladder spasms with recurrent febrile uti. The left penile prosthesis was removed due to erosion, date not indicated. Three mos post-op the pt returned with recurrent bladder spasms and drainage of pus through the urethra. The right penile prosthesis was removed due to erosion of the cylinder into the bladder, date not indicated. Endoscopic removal was precluded due to the size of the prosthesis, so it was removed under open cystotomy.